Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a port placement procedure, the port allegedly could not connect. It was further reported that the base was elevated and had a gap. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport was returned for evaluation and one photo was provided for review. Visual, microscopic, dimensional and functional evaluations were performed on the returned device. The port stem was not noted to be deformed. Manufacturing review states that no anomalies or deformations were observed through the port stem, no gaps or elevations were observed across the port. Therefore, the investigation is inconclusive for the reported base elevation and could not connect catheter to port issue as the catheter was not returned for evaluation and the exact circumstances at the time of reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a port placement procedure, the port allegedly couldn't connect. It was further reported that the base is elevated and had a gap. The procedure was completed using another device. There was no patient contact.